Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Upon inspection of the device, cardioquip identified the heater to have failed due to inadequate protection on the wires. This caused the component to short and melt the pvc on the heater chamber. All nonfunctioning components were replaced and the device passed final inspection and is fully funcitonal.

Event description:
Customer reports that the unit produced a "burning" smell and they found that the bushing of the 1600w heater had touched and started melting the plastic sheet used to protect the side panel of the mch-1000 from exposed wires.

Event description:
Customer reports that the unit produced a "burning" smell and they found that the bushing of the 1600w heater had touched and started melting the plastic sheet used to protect the side panel of the mch-1000 from exposed wires.

Manufacturer narrative:
Further review determined that this is a non-reportable event.